Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis was manifested by abdominal pain. The cause of peritonitis was reported as due to inadequate dialysis; however, the cause remains unknown. It was reported that the patient was not hospitalized for the event. Treatment for the event was unknown. On an unknown date, pd therapy was discontinued due to unavailability of pd bags; subsequently, pd therapy was restarted. At the time of this report, the patient has recovered from the event. No additional information is available.